Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found to be in atrial fibrillation with rapid ventricular rate on (B)(6) 2022 and a heartrate in the 110s-130s. The patient was given amiodarone bolus and amiodarone orally. The patient was also found to have acute occlusive deep vein thrombosis in the cephalic vein and chronic partially occlusive deep vein thrombosis in the infraclavicular subclavian vein. The patient was continued on prophylaxis before meals.

Event description:
Additional information: it was reported that the patient had no symptoms. The atrial fibrillation was discovered on the monitor during inpatient stay. The patient was noted sill in atrial fibrillation at discharge and was prescribed 200 mg amiodarone. The pump speed was increased from 5100 to 5600 rotations per minute in the first week post-op and remained at 5600 rpm. The patient had upper right extremity edema and duplex showed acute deep vein thrombosis in infraclavicular subclavian vein therefore right internal jugular cordis removed. The patient was placed on 22.5 mg coumadin a week. No updated venous duplex available.

Manufacturer narrative:
Section a2: patient date of birth was inadvertently added in initial report and should have been removed due to patient privacy laws. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04mar2022. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists cardiac arrhythmia and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia and thromboembolism as a potential late postimplant complication. Section 6 ¿patient care and management¿ (under "anticoagulation") also outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.